Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The colour control module was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The colour control module was recommended for replacement to resolve the issue.

Event description:
It was reported that the unit had an error that results in a system required restart during pre-use checkout. There was no report of patient involvement.